Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump for unknown indications for use. It was reported that the patient was having increased spasms in his back. The baclofen dose was increased from 648.9mcg/day to 746.7mcg/day. The patient reported that their spasticity was stable on the current dose. However, his baclofen pump was nearing end of life and needed to be replaced. Since the catheter was implanted in 2005 (19 years ago), and because the patient was having high residuals, the surgeon decided to replace the old model catheter. A catheter access port (cap) contrast study revealed that the healthcare provider was unable to withdraw from the side port.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2011; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-jan-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.